Event description:
It was reported that during an unknown procedure, only half cut line was deployed. All the staples were deployed but were malformed. The washer has been cut and the crunch was clearly heard. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.